Event description:
The following was reported regarding the johnson (jnj) intraocular lens (iol). The surgeon inserted the iol into the eye and then noticed the haptic was bent. The iol was removed and replaced with an alternative lens. The surgeon explained that in his opinion the product was not the cause nor did it contribute to the event which the customer clarified as follows. Subsequently the haptic slipped through the sclerotomy and into the posterior chamber. The haptic was then noted to be bent and the decision was made to remove the lens and replace it. There were no complications such as a capsule tear, vitrectomy, sutures or medication outside the standard of care. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempt was made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been.